Manufacturer narrative:
Customer service reviewed the customer's instrument logs. This review did not identify any errors associated with the sample. However, it was noted that the aspiration graphs of the two replicates were different, which may indicate a preanalytical sample issue during the initial run. The customer inspected the analyzer and found the mixer was bent. The mixer was replaced and was identified as likely cause. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent erratic or discrepant results have been reported. A review of complaint and trending data for the mixer identified no issues or trends. Device history records were reviewed for the likely cause part and no issues were identified. Tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the complaint issue. The erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Patient identifier complete entry is (B)(6). Patient information: no other patient information provided.

Event description:
The customer reported a falsely depressed potassium result on the architect c8000 analyzer. Sample ID 109042208073; potassium 1.4; retest 4.4.no impact to patient management reported.